Event description:
T was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. With assistance the customer administered a bolus via the pump to address their bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned